Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
It was reported that during a critical patient situation, there was no alarming of the nibpm at the 50mmhg limit with a measured pressure of approximately 40mmhg. No adverse patient impact was reported.

Event description:
It was reported that during a critical patient situation, there was no alarming of the nibp m at the 50mmhg limit with a measured pressure of approximately 40mmhg. No adverse patient impact was reported.

Manufacturer narrative:
The involved delta monitor and additional information including event details and alarm history log were requested multiple times but not provided. Therefore, the issue could not be verified and no root cause could be identified.